Event description:
It was reported that during a gynecological procedure the device clamped on tissue and did not open. Another ligasure was used to remove the device. There was a minor delay while the second device was obtained and opened. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device jaws were able to open and close as intended. The trigger, switches and levers were easy to operate and the main handle lock was able to latch and unlatch. The blade extended and retracted as designed. The device passed all electrical testing. The device history record was reviewed, and no discrepancies were noted. As the device operated as intended upon eval, no conclusion could be made as to what may have caused the reported event.